Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high, out of range pacing lead impedance was observed. The lead was capped and replaced.